Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the electromagnetic interface power/data cable was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The cable was returned to the manufacturer for evaluation. Testing found that the cable jacket was separated at the lemo connector exposing the shied wire but without any bare conductors showing. Continuity testing found an open of the universal serial bus (usb) cable and an intermittent short from pin1 to pin4. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9 733597, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. There was no patient involvement. While booting up the system for testing, it would not move past "no input." After a few more reboots, the message switched to "no input detected." During troubleshooting, after opening the panel the computer fan was determined not to be running. The computer power cable was reseated and a different port on the uninterruptible power supply (ups) was tried with no resolution. The camera cart cable was then unplugged, but there was still no fan. It was noted that when unplugging the axiem usb, the fan started and the system booted. All internal connections on the multi out and cd drive were checked and nothing look out of the ordinary. After rebooting without issue, the camera cart was plugged in and the system was still able to reboot without issue. The axiem power communication cable was sent. No complications were reported/anticipated.